Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8780, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 500 mcg/ml at a dose of "100 mcg" via an implantable pump for spasticity. It was reported on (B)(6) 2018 that the catheter was not in the intrathecal space, as shown under an x-ray. The catheter was changed on (B)(6) 20181. At the time of the report the issue was resolved and the patient status was "alive - no injury." No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, lot# unknown, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via a manufacturer representative on (B)(6) 2018. It was confirmed that the d ose was 100 mcg/day. The cause of the migration was identified to be that no anchor was used. The catheter would not be returned for analysis since the physicians found out no anchoring was used and did not find it necessary to return the product. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID; 8780, lot# 0210810126, implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) , ubd: 2018-01-12, UDI#: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that the patient presented with increased spasms back to pre-pump level on (B)(6) 2018. A dye study was done on (B)(6) 2018 following 3 further dose increases.